Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2012 with the following findings: on examination, the audio bolus button was missing. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the missing button should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, evaluation revealed cracks in the perimeter of the display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient claimed she sought assistance from the paramedics after her blood glucose was at 45 mg/dl. She reportedly was feeling lethargic at the time of concern. The patient took food while the paramedics monitored her. The patient did not required medical intervention at the hospital. Her blood glucose resolved to 96 mg/dl. During troubleshooting, the animas representative concluded there was no pump delivering issue associated with the alleged event. Further investigation into other factors that could contribute to the alleged incident revealed the patient has a history of low blood glucose. The patient was concern since her blood glucose was low for the past 3 days. As a result of her alleged low blood glucose reading(s), her hcp adjusted her basal rates accordingly. This complaint is being reported because, the patient had low blood glucose of 45 mg/dl and required paramedic assistance while on insulin pump therapy. It is not clear if use error or intentional misuse was involved with the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.